Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4) , as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels intact, and the pump in good physical condition. A review of the event history log identified cassette not attached properly in the history. A cassette latch functional test was performed and the reported problem was not duplicated. The pump was able to recognize the cassette. The root cause of the reported problem was unable to be determined. Another problem was identified during investigation. Fluid ingression and a bubble were found on the downstream sensor, and the downstream sensor was replaced as a preventive measure., corrected data: d5 operator of device and e4 initial reporter sent report to FDA.

Manufacturer narrative:
Reporter has stated no patient was involved.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not recognize the cassette and therefore infusion could not be started. No adverse effects were reported.